Event description:
The customer reported that the system displayed an interlock failure error massage. This is a type of communication failure and is likely to result in a system lockup, or shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply was replaced. The system was then found to be operating as intended.